Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 312 and (3:53pm), 194 mg/dl (3:58pm). Tests were done within 5 minutes with a difference of 41%. Pt did not experience any adverse events. No further info has been reported.